Event description:
On (B)(6) 2011 customer reported that the lx20 pro instrument generated false sodium (na) results on patient samples. Customer stated that results were reported out of the lab. Customer stated that when na quality control was high the samples were repeated and the reports amended. Treatment was not initiated or withheld based upon the original results reported. Multiple attempts were made by beckman coulter to obtain more information, but the customer only confirmed that they reported erroneous results and amended reports. No other details have been provided. Prior to service arrival, the customer cleaned the flowcell and replaced the na electrodes. This seemed to resolve the issue. Field service engineer (fse) examined the instrument and found no issues. Fse verified performance.